Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A male patient presented in the or for an evar procedure. Ultrasound guidance was utilized to gain centrally positioned access. The arteriotomy was 8.0mm, mild calcification at the access, severe calcification in the distal aorta and proximal iliac artery bilaterally; and circumferential wall calcification at the proximal iliac artery, with a measured depth of 5.5cm. Issues were encountered advancing and withdrawing the procedural sheaths. Due to the proximal iliac calcification, shockwave was employed to open the artery to advance the 18f expandable procedural sheaths. Following the evar, activated clotting time measured was 245, heparin and protamin were administered and an 18f manta was deployed to the measured depth in the right femoral artery. While withdrawing the manta device to yellow/green, uncontrolled bleeding was present at the access site. The physician mentioned he thought the manta device had deployed into the vessel, although it felt like the manta pulled through the arteriotomy when he pulled to green. Following deployment, pulsatile bleeding continued, manual pressures were held, and a post-angiogram indicated extravasation at the access site. The vascular surgeon was called in for surgical intervention, and during the surgical cut-down, the manta was seen within the tissue tract. The manta was explanted, the artery was repaired, and the patient outcome post-procedure was fine. The surgeon noted the access site opening was larger than normal which potentially occurred when difficulties were encountered attempting to place the initial procedural sheath through the iliac artery due to the concentric calcium present. The device was not returned, there is believed to be no device failure. Risk documentation was reviewed, and tract deployment is a known risk. The severity of harm is ranked at a 4 based on the local surgical repair required at the vessel access site arteriotomy. The manta instructions for use warns not to use manta in patients with severe calcification of the access vessel. As a precaution, if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician's assessment of the amount of bleeding, use of manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The safety and effectiveness of the manta device have not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including bleeding or swelling around the large bore sheath that may indicate significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, late arterial bleeding, and vessel laceration or trauma. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: manta was deployed in usual fashion per IFU. When pulling back to green there was uncontrolled bleeding at site. Per md, the manta felt as if it pulled through arteriotomy site when he pulled to green. The surgeon confirmed that there was a larger than normal opening which may have been caused by the sheath when attempting to put it through the concentric calcium in the vessel. Surgical cut down was performed. Additional information: during an evar procedure. Ultrasound was utilized to gain central access in the right common femoral artery. Vessel size was 8mm with mild calcification at puncture site and severe at distal aorta and proximal iliac artery bilaterally. Measured depth for the manta was 5.5cm. There was an issue advancing the procedure sheath at the beginning of the case as shockwave was used to open artery before sheath was advanced. Systolic blood pressure 130mmhg and act was 245, 8000units of heparin was administered and an unknown dose of protamine prior to closure. The patient was reported as fine post the procedure.

Event description:
It was reported that: manta was deployed in usual fashion per IFU. When pulling back to green there was uncontrolled bleeding at site. Per md, the manta felt as if it pulled through arteriotomy site when he pulled to green. The surgeon confirmed that there was a larger than normal opening which may have been caused by the sheath when attempting to put it through the concentric calcium in the vessel. Surgical cut down was performed. Additional information: during an evar procedure. Ultrasound was utilized to gain central access in the right common femoral artery. Vessel size was 8mm with mild calcification at puncture site and severe at distal aorta and proximal iliac artery bilaterally. Measured depth for the manta was 5.5cm. There was an issue advancing the procedure sheath at the beginning of the case as shockwave was used to open artery before sheath was advanced. Systolic blood pressure 130mmhg and act was 245, 8000units of heparin was administered and an unknown dose of protamine prior to closure. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).